Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest where the electrode belt cords press against the skin. The irritation was described as red, raw burn, and nearly open. A physician's assistant prescribed the patient "endit topical cream" and silicone foam dressing to be applied to the affected area. A&d ointment was also applied to the area which reportedly offered the patient relief. Follow-up attempts were unsuccessful and the patient's medical outcome is unknown.